Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and was hospitalized with diabetic ketoacidosis; cause was unknown. Customer's bg level was addressed by receiving a fluid drip and insulin. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.